Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced solenoid driver cable. The iabp unit passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported the intra-aortic balloon pump (iabp) unit powers on when the power switch is in the off position and will not turn off. This event was discovered during service/test by a company representative. There was no patient involved, thus no adverse event was reported.